Event description:
Reporter stated the customer has experienced elevated blood glucose levels and believes the infusion device does not correctly deliver the basal rates. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.